Event description:
The customer reported that while pipetting an htlv assay on summit the technician observed that positive control was not pipetted into well a5 of the microwell plate. No error was generated by the summit. No death or serious injury was associated with this incident.